Manufacturer narrative:
The subject device was returned for evaluation and the customer¿s reported problem was confirmed. The device did not have any broken/damaged lens externally, however, broken lens was found inside the optical system. The inspection of the device also noted the rigid outer tube is bent with minor dents on the distal end and corrosion on the objective frame at the distal end. A review of the manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The device history records showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The biomedical equipment specialist at the user facility reported, that during reprocessing the rigid telescope was found to have broken or defective components, ¿broken lens¿. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the reported issue was most likely attributed to the use of excessive force by the user. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.